Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. The intrathecal pump was infusing gablofen at a dosage of 864.7 mcg/day. It was reported that the patient presented to the clinic on (B)(6) 2018 with withdrawal, was admitted to the hospital on (B)(6) 2018, and the pump was replaced on (B)(4) 2018 without issues. The logs were checked, and showed multiple resets and low battery resets. Premature battery depletion of three months and pump end of service (eos) were noted. A "low battery motor stall" was also noted. Upon interrogation, the low reservoir alarm date was (B)(4) 2020 and the estimated elective replacement indicator was nine months. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was given oral baclofen. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found high battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at an unknown dose) via an implantable infusion pump. The indications for use were noted to be intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump started alarming on (B)(6) 2018. The pump logs were read on (B)(6) 2018 and they showed multiple resets and low battery resets ending in safe state. The caller stated they were going to replace the pump "today" meaning (B)(6) 2018. No patient symptoms were reported. No further complications were reported.